Event description:
It was reported there was a rupture of the balloon, with a dissection of the vessel. A synergy stent was selected for treatment in the very calcified circumflex, however it was not able to pass the lesion. There was a balloon rupture and dissection with the emerge balloon. The balloon was replaced with an additional emerge and a 12 x 2.25 synergy was able to be delivered to the distal circumflex.